Event description:
It was initially reported to boston scientific corporation that a flexima biliary stent system was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure on a (B)(6) male. According to the complainant, the pt stent could not be released. There was no visible damage to the device prior to use. The procedure was completed with a different device. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported as stable. This event has been deemed a reportable event based on the investigation results; broken catheter.

Manufacturer narrative:
Only the guide and push catheter were received including the stent. The boist connector was not secured to the push catheter hub and the suture was loose and untied. The proximal remnant of the guide catheter was not received for supporting analysis. Based on the analysis of the returned portion of this device, the most probable root cause is operational context. A review of the manufacturing documentation found no anomalies or deviations during the manufacture of this batch. At the time of this investigation, it was noted that there have been no other complaints reported relating to this defect for this particular batch. (B)(4).